Event description:
Rowan clinical study. It was reported that the patient experienced nausea requiring a prescription medication. The subject was enrolled into rowan study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging [prior to 1st therasphere treatment] details of perfusion of maa on tumors was not available, dose to perfused liver was 275.8 gy, and dose to total normal tissue was 32.9 gy. Lung shunt calculation was 1.8%. On (B)(6) 2024, the treatment with therasphere was performed. Therasphere administered to the liver was selective (<=2 segments in the perfused volume), and 1 dose vial was administered; total administered activity dose is 2.88 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was 413 gy; dose to total normal tissue was 37.5 gy. Lung dose calculation was 2.6%. On (B)(6) 2024, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2024, 14 days post the therasphere administration, the subject presented with pain, nausea, and fatigue. The subject was treated with zofran for nausea. No other actions were taken to treat fatigue or pain.

Manufacturer narrative:
A1: patient identifier: (B)(6). D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Manufacturer narrative:
A1: patient identifier:(B)(6). (B)(4).

Event description:
Rowan clinical study. It was reported that the patient experienced nausea requiring a prescription medication. The subject was enrolled into rowan study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging [prior to 1st therasphere treatment] details of perfusion of maa on tumors was not available, dose to perfused liver was 275.8 gy, and dose to total normal tissue was 32.9 gy. Lung shunt calculation was 1.8%. On (B)(6) 2024 the treatment with therasphere was performed. Therasphere administered to the liver was selective (<=2 segments in the perfused volume), and 1 dose vial was administered; total administered activity dose is 2.88 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was 413 gy; dose to total normal tissue was 37.5 gy. Lung dose calculation was 2.6%. On (B)(6) 2024, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2024, 14 days post the therasphere administration, the subject presented with pain, nausea, and fatigue. The subject was treated with zofran for nausea. No other actions were taken to treat fatigue or pain.